Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the hospital due to infection. The patient's right ventricular (rv), right atrial (ra) and left ventricular (lv) leads were noted to have vegetation. Additionally, vegetations were found on the tricuspid valves. The physician elected to explant the entire implantable cardioverter defibrillator (ICD) system. The patient was in a stable condition.

Manufacturer narrative:
Correction section h11: the statement provided should have been "a device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined."